Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 90% stenosis, mild calcification and mild tortuosity. The 5.0x150mm absolute pro ll self-expanding stent system (sess) was released along a 0.035 guide wire; however, resistance was felt when released by about 1-2cm. The stent continued to be released since the stent already attached to the wall. Then a popping sound was heard and the roller spun freely. There were signs of cracking in the center line of the handle. At this time, the stent could not be released by turning the roller again. Attempted to manually retract the outer membrane of the stent handle but could not be pulled. The stent was released by about 2cm and could not be further released. The overall delivery device was pulled again without resistance and attempted to directly withdraw but the stent had already partially broken and the broken stent bounced to the external iliac artery segment due to inertia. An 8.0x40mm absolute pro stent was used to attach the broken part to the blood vessel wall. A 6.0x150mm non-abbott stent was used to complete the procedure. The patient's current condition is normal and requires further observation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported handle break and the reported stent material separation were able to be confirmed. The reported activation failure, the reported mechanical jam and the reported audible noise were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.